Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (8mg/ml at 5.99/day), and unknown morphine (16mg/ml at 11.979/day) via an implantable infusion pump. The indications for use were non-malignant pain and failed back surgery syndrome. The pump was alarming due to being empty, and the patient missed a refill. The date of event was (B)(6) 2015. The pump was being refilled on (B)(6) 2015, and the hcp planned on lowering the dosage. There were no symptoms reported.